Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a valvuloplasty procedure using the true flow balloon. During balloon removal, resistance was encountered, and the balloon was noted to be slightly deformed. The procedure was completed without removal of the kevlar protective layer. There was no reported patient injury.